Manufacturer narrative:
The suspect cooling catheter system (ccs) was returned to the manufacturer for evaluation. The testing found that the cooling catheter system (ccs) had been modified by the user. This confirmed a physical damage related failure due to misuse. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Manufacturer narrative:
Return requested. Suspect device, .4mm core fiber 10mm tip, returned to manufacturer for engineering investigation and is currently under analysis. On (B)(6) 2017 a medtronic representative, following-up at the site, confirmed that the surgeon cuts off the tips of the cooling catheter systems (ccs). On (B)(6) 2017 a medtronic representative, following-up at the site, confirmed the surgeon chose not do a post-op magnetic resonance imaging (MRI) to determine if the tip was still in the patient. The surgeon deemed that the tip was so small that it is not likely it would cause any issues and if they attempted to retrieve it, more damage than good would be done. No further issues have been reported.

Event description:
A medtronic representative reported that while in a laser induced thermal therapy procedure, the tip of the cooling catheter system (ccs) had broken off. They were removing the fiber and saw that the sharp tip was gone. The surgeon was unable to locate the tip and opted not to attempt to retrieve it. Noted was that the patient will be monitored. They did not experience any fluid leakage during the procedure and there was no impact because of this issue. The surgeon completed the procedure with the use of the thermal therapy system. There was no delay of therapy. There was no impact on patient outcome.